Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer's current blood glucose level was 489 mg/dl. Customer was taken to emergency room for treatment. Trouble shooting was declined. Customer reported symptoms of hyperglycemia such as nausea, abdominal pain, difficulty breathing, temperature goes hot and cold. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.